Event description:
It was reported that the peek tips of three bio-pushlocks broke off during insertion. The eyelets remained in the patient without being secured. No further patient data is available. No further patient information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were requested for evaluation but were not able to be returned because they were retained in the patient. Three used bio-pushlock (drivers) were received, all missing the peek eyelets and bio-implants. All three drivers were measured and passed for critical dimensions. Because the peek eyelets were not able to be evaluated, a definitive cause for this event cannot be determined. Device history records revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the laser line is flushed with the surface of the pilot hole. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.